Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (tear). Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tear. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a tissue injury. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted anterior leaflet for a mitraclip procedure. A steerable guide catheter (sgc) was placed in the left atrium (la) without issue. After removing the dilator and guidewire, there was a sudden influx of air into the la. The sgc tip was not affixed to any structures when the guidewire and dilator were removed while aspirating. The 3-way stopcocks were closed and working properly. The sgc was immediately retracted into the right atrium (ra) and subsequently removed from the anatomy. Air bubbles that became trapped in the ascending aorta were removed by gaining arterial access with a multi-purpose guide to manually aspirate the bubbles. A replacement sgc was prepared and functioned without issue. The first clip was placed on anterior leaflet 2 and posterior leaflet 2 (a2/p2). There was residual mr lateral to the first clip. A second clip (xtw-30621r1107) was placed lateral to the first clip. Two grasping attempts were made. Despite a solid grasp, there was remaining mr lateral to the clip. The gradient was also 6-7mmhg. The second clip was removed and replaced (xtw for an ntw). The gradient returned to baseline and per the physician it was not clinically significant. As the replacement clip was being aligned, it was observed that the lateral a2 had a tear in the middle of the leaflet. No grasp was attempted and it was removed from the anatomy. It is believed that the second clip (xtw-30621r1107) contributed to the tear of a2. The final mr was grade 2-3. After the procedure, the patient was awoken in the room and did not show signs of cognitive/neurological damage associated to the air leak. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.